Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision procedure occurred on (B)(6) 2021. It was noted the procedure was completed successfully. Concomitant devices: locking compression plate (part 426.621, lot 40p5441, quantity (B)(4)); locking compression plate (part 445.121, lot 40p3293, quantity (B)(4)); locking screws (part/lot unknown, quantity (B)(4)).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to fracture on left femoral shaft with fracture of internal locking plate. Also, it is noticed that there was broken screw. The surgeon replaced a new locking compression reconstruction plate. It was unknown if the revision surgery completed successfully. The patient outcome is unknown. Concomitant device reported: unk - screws: nail distal locking (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) 3.5mm ti lcp® reconstruction plate 12 holes/168mm. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10 updated concomittant devices to medwatch report device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 445.121-exs, lot: 40p3293, manufacturing site: raron, release to warehouse date: march 18, 2020. A manufacturing record evaluation was performed. A non-conformances was identified; however, the non-conformance has no impact to the product or impact any manufacturing irregularities. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to fracture on left femoral shaft with fracture of internal locking plate. Also, it is noticed that there was broken screw. The surgeon replaced a new locking compression reconstruction plate. It was unknown if the revision surgery completed successfully. The patient outcome is unknown. Concomitant device reported: unk - screws: nail distal locking (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) 3.5mm ti lcp® reconstruction plate 12 holes/168mm. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.